Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead triggered a lead warning for low impedance. The impedance had dropped and an increased threshold was also noted. The patient is in chronic atrial fibrillation and the pacing mode was changed to a ventricular-only mode. The lead remains in use. It was also reported that the right ventricular lead had decreasing and low impedance, and an increase in threshold. The patient experienced pocket stimulation with unipolar pacing. The lead was reprogrammed and the physician is evaluating a rv lead replacement. The lead remain in use. No further patient complications have been reported as a result of this event.